Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter was displaying an error 2 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged error message first occurred at 9 a.m., on (B)(6) 2017. The patient manages her diabetes with self-adjusted insulin (unspecified type and dose) and advised that in response to the alleged issue, she increased the dose of her medication, administering 3 units of insulin at approximately 1 p.m., the same day. The patient claimed that 4 hours after the alleged issue began, she developed symptoms of feeling ¿sweaty and nauseous¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the meter was being used for the first time. The csr established that the correct test strips were being used and that the patient was following the correct testing procedure. The csr also confirmed that the error 2 message did not occur when the power button was pressed; however, after walking through a retest, the alleged issue remained unresolved. There was no apparent misuse of the product. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.